Event description:
It was reported with a new 9 volt battery installed, the device will begin to initialize upon pushing the "on" button but then will shut down without ever completing its self test and power on cycle. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the one side bail cover was broken and the lead flex cover was corroded. (B)(4).

Event description:
It was reported with a new 9 volt battery installed, the device will begin to initialize upon pushing the "on" button but then will shut down without ever completing its self test and power on cycle. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).